Manufacturer narrative:
The reported event was confirmed as product was returned. Visual inspection of returned product determined that the inner and outer product labels list the correct part and lot numbers. Visual examination and the dimensional analysis of the product determined that the screw is consistent with a different part number. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the wrong screws were in the package. No adverse events have been reported as a result of the malfunction.